Event description:
The customer reported that when the system booted up, there was no signal on the monitor, thus there was no live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a monitor. The system operates as intended.